Event description:
Patient was revised for infection. Update: 01/30/2012 - litigation papers allege patient began suffering significant pain. It is also alleged his hip pain continued to worsen considerably and significantly impair his ability to perform daily activities, work and even walk. It is further alleged this, combined with an x-ray showing a loose, migrated asr monoblock cup, required patient to undergo hip revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.